Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v754204, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for 04/02/14.

Event description:
It was reported the patient could not adjust stimulation. It was noted the patient saw the ¿call your doctor¿ icon. It was reported the patient saw a power on reset (por) condition over a month prior to call. It was noted the patient had an electrocardioversion over a week prior to call.